Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from poland called on behalf of her daughter to report that they obtained a blood glucose reading of 245 mg/dl at 8:15 a.m. With the contour plus meter. The customer received insulin based on the high reading and lost consciousness. An ambulance was called and the paramedic performed a test with the customer's contour plus meter, which gave a reading of 26 mg/dl. The customer was given glucagon following which another test was performed with paramedic's meter and a reading of 124 mg/dl was obtained. The customer reported feeling well approximately 5 hours later. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour plus test strips from lot # 2fqhh03a using blood sample, which gave a satisfactory performance.